Manufacturer narrative:
By checking the DHR of the lot #1314571, no pre-existing anomaly was detected. This is the first and only complaint received on this lot #. We will submit a final incident report once the investigation will be concluded.

Event description:
Revision surgery due to dislocation occurred on (B)(6) 2014. At patient's 3 week follow up appointment (primary surgery was performed on (B)(6) 2014), the patient was found to have a posterior dislocation of the right shoulder. According to the information reported, the patient did not have any fall or injury that contributed to dislocation. Event occurred in (B)(6).

Manufacturer narrative:
DHR check: no anomaly detected by the check of the device history records, thus we can state that the humeral heads with lot# 1103935 were manufactured up to specifications, no deviation that could have contribute to the event was detected. Explants analysis: explanted components were not available to be provided to lima for a deeper investigation. Xrays analysis: the following x-rays, together with some operative notes of the initial and revision surgeries, were provided by the complaint source, and analyzed by our medical consultant: (B)(6) 2012. (B)(6) 2014 - pre-operative of the primary surgery. (B)(6) 2014 - pre-operative of the revision surgery. (B)(6) 2014 - post-operative of the revision surgery. (B)(6) 2014 - post-operative of the revision surgery. His comments are reported below: "first of all I would like to mention, that there is no radiograph short after the index operation of tsa. The second thing that needs attention is the fact, that the preop radiographs show a severe glenoid deformity with posterior decentering and a glenoid type b3 according to (B)(6). We have learned, that this entity is prone to instability issues after tsa and many surgeons would consider rsa in the first place. The radiograph before first revision shows a stem rather small in dimension, the bone cut being imperfect (too high) which usually leads to overstuffing of the joint and subsequent cuff failure, which is depicted here: the humeral head is riding high because of supraspinatus insufficiency. I can only guess what was done during the first revision, implants seem to be unchanged, on the first postop series the humeral head is low with big acromio-humeral distance, might be analgesics, nerve block or temporary nerve issue. The radiographs one month later show again a high riding humeral head indicative for rotator cuff failure. The axial radiographs show the posteriorly decentered humeral head as expected for the b3 glenoid (see comments above). Of interest in the op's notes: the surgeon first describes, that the subscap was developed by an osteotomy to the lesser tuberosity, later refixation is described as reattachment of the subscapularis muscle the by interosseous suture to the lesser tuberosity. This is inconsistent, its either reattachment of the osteotomized bone chip with the tendon or reattachment by suturing the subscap tendon to the bone or a tendon stump. Humeral retrotorsion was changed from 25° to 0° during revision. From a general statistical point of view it seems to be very unlikely, that the "normal" retrotorsion was 0°. So in order to achieve stability, the surgeon chose a non-anatomic retrotorsion to cover some other underlying problem causing the instability. In conclusion, there are many surgical issues that come to my mind as a possible explanation for the problems the patient encountered. I do not see an implant-related issue here that led to revision surgery." Conclusions: stating that: the explants were not available to be returned to lima corporate, thus no detailed analysis on them can be performed; the check of the dhrs confirmed the absence of pre-existing anomaly on the involved humeral head; our medical consultant analyzed the available x-rays and commented on the severe deformity of the patient's glenoid, pointing out that this type of glenoid is prone to instability issues after tsa; our medical consultant also identified some surgical factors as possible contributory causes to the dislocation and consequent revision surgery ("the radiograph before first revision shows a stem rather small in dimension, the bone cut being imperfect (too high)"); according to our medical consultant's opinion, no implant-related issue was highlighted by the analysis of the x-rays the cause of this revision surgery cannot be classified as product-related. Pms data: based on our pms data, the estimated revision rate due to joint dislocation/luxation for smr shoulder prosthesis in anatomic total configuration, is (B)(4). No corrective action for this specific case. Limacorporate will continue monitoring the market to promptly detect any further similar event.

Event description:
Shoulder revision surgery of smr anatomic total prosthesis due to dislocation occurred on (B)(6) 2014. Primary surgery took place on (B)(6) 2014. According to the information received, at patient's 3 week follow up appointment, the patient was found to have a posterior dislocation of the right shoulder. The patient underwent a revision surgery the next day and the following components were implanted: finned humeral body with locking screw code 1350.15.110 lot# 1402040. Neutral adapter taper code 1330.15.274 lot# 1313528. Humeral head dia. 50 mm code 1322.09.500 lot# 1314571. The patient commenced routine rehabilitation following this procedure. No fall nor injury were reported as contributory causes to the dislocation. The complaint source also reported that this patient underwent a further revision surgery in 2018: after three good years from the first revision surgery, he begun to have issues with his shoulder due to cuff failure and was therefore revised in (B)(6) 2018. Smr reverse prosthesis was implanted during the second revision surgery (which was registered as complaint (B)(4), but not reported to FDA as due to patient's condition). Suspected component: smr humeral head ø50 mm code 1322.09.500 lot# 1103935 (please note the wrong lot# was originally provided to lima by the complaint source, the correct lot is 1103935 instead of the one reported in the initial report -(B)(4)-) event occurred in UK.